Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure mode. The instrument was found to have a charred monopolar yaw pulley. The instrument conductor wire was inspected and was found to be broken at the weld. Engineering has determined that the failure related to this complaint, the conductor wire pulled out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the yellow covering protecting the cables on the permanent cautery spatula instrument "melted". The procedure was completed and there was no report of patient harm, adverse outcome or injury. There was no report of fragments falling inside the patient. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: the customer did not see any arcing when the issue occurred. She said the instrument got too hot and melted.